Event description:
It was reported resistance was encountered upon removal attempts of the guidewire used for filter placement following successful filter deployment via a femoral approach. The guidewire was reportedly lodged in the apex of the filter. Continual removal attempts resulted in unraveling of the wire. The sheath was reintroduced over the filter to stabilize it and the guidewire was purposely unravelled to the core and cut at the femoral insertion site. Approx 50 centimeters of the distal end of the guidewire remains attached to the filter. The pt's condition is good. This device remains implanted and the wire was not returned for eval. Therefore, no failure analysis will be available.